Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had no delivery alarms on the insulin pump. Customer's blood glucose is 389 mg/dl. Customer stated that it was determined that the issue was the site but today her blood glucose readings are up again and she is getting more no delivery alarms. Customer treated with a manual injection. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer stated that the insulin did exit the fixed prime of 5.0 units. Customer stated that the pump also alarmed no delivery. Customer was advised to assemble a new infusion set and reservoir. Customer stated that the pump did alarm no delivery after programming a 5.0 unit fixed prime into the air. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.